Manufacturer narrative:
The subject device was received and evaluated. Device evaluation found stretched angle wire and due to wear of angle wire, bending angle in right direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob is out of the standard value. The reported issue of left/right angle malfunction was confirmed. Furthermore, device evaluation found the device nozzle has foreign objects. This condition was attributed to be due to insufficient cleaning (handling problems). Additionally, , the following defects were identified during device inspection: due to damage on u/d knob, water tightness is lost. Control unit is dirty due to water leakage. C-cover has a dent. Adhesives around light guide (lg) lens has white-clouded area. Adhesives around objective lens has white-clouded area. Switch (sw2 has a scratch). Adhesive on a-rubber (bending section) has a crack. A-rubber has a scratch. Connecting tube has a cut. Connecting tube has a wrinkle. The facility's clean, disinfect and sterilize (cds) , reprocessing information and ("survey results regarding foreign matter") were noted below : facility staff was able to clean, disinfect, and sterilize the product before requesting repair. Facility cannot tell when a foreign object adheres to the endoscope- noted unknown. Not aware of the foreign object. Time lag between the end of clinical use and the start of pre-washing- noted unknown supply water and air to the air/water nozzle ¿ noted yes. Problems with the accessories used for reprocessing- noted normal device manual cleaning,- no information other than noted ¿does not send liquid to the air/water nozzle¿. Concerns about reprocessing- no response. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported , sent a repair request reported with an issue of left/right angle malfunction". The issue found during an unknown event. No harm was reported. No patient harm, no user injury reported. Device evaluation found the device nozzle has foreign objects . This report is being submitted for device nozzle found with foreign objects (insufficient cleaning (handling problems).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It was confirmed that there was no deformation of the air/water nozzle. It was unclear whether the reprocessing was performed according to the instructions for use (IFU). The inspection method for the event is described as follows in the IFU "chapter 3 preparation and inspection 3.2 inspection of the endoscope and 3.6 inspection of the function in combination with related equipment". "[Inspection of endoscope] 9. Visually check that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function] when using the air/water button 1. Check that water flows over the entire endoscopic image when the air/water supply button hole is blocked with a finger and the button is pressed." Olympus will continue to monitor field performance for this device.